Manufacturer narrative:
Findings: all buttons function properly, however moisture damage was found on keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 170 mg/dl. The customer stated that keypad was entirely unresponsive. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.